Manufacturer narrative:
The manufacturer's technical support specialist replaced the tee connector resolving the water leak at valve five. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the tee fitting to be broken. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The manufacturer's technical support specialist reported that during preventive maintenance (pm) of the device, the heater cooler had a leak at valve five. There was no patient involvement.